Event description:
Per the clinic, the patient experienced poor sound quality and 0% speech understanding with the implanted device. The tip of the electrode array was also found to be folded over in the cochlea. Reprogramming attempts were made; however, the issue could not be resolved, resulting in the decision to explant the device. The device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.